Event description:
Boston scientific received information that right ventricular (rv) lead threshold measurements increased, along with steadily rising pacing impedance measurements greater than 2,500 ohms. Loss of capture was observed at maximum outputs. A revision procedure was performed, and the lead was surgically abandoned and replaced. The lead did not appear to be fractured. No other adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.